Event description:
The user facility reported during a procedure with their 4085 surgical table that the base of table was "smoking". The patient was transferred to another room resulting in a procedure delay; the procedure was completed successfully. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite to inspect the 4085 surgical table and found evidence of fluid intrusion under the column shrouds and onto the power supply of the table. The table has been removed from service and is pending repairs. The 4085 surgical table is designed to meet ipx4 fluid resistance standards, and the normal fit of the table covers, along with the rtv sealant that is applied, will prevent fluid intrusion. In the event the amount of fluid present during the procedure exceeds the ipx4 standard, it is the user facility's responsibility to ensure the table is properly draped and/ or a fluid catchment device is utilized to limit the amount of fluid that may come in contact with the 4085 surgical table. The 4085 surgical table operator manual states (5-3), "some procedures performed on table mattresses or pads may involve excessive fluid exposure. Be sure to drape accordingly." The operator manual further states, (5-10), "sealing table covers: whenever the table column cover assembly and/or table base cover are removed and then returned, the covers need sealed to prevent fluid intrusion to meet ipx4 requirements." While onsite the steris service technician conducted in-service training with user facility personnel on the proper use and operation of the 4085 surgical table, specifically, proper draping techniques during procedures. The device history record for the steris 4085 surgical table was reviewed and confirmed the unit was manufactured to specifications; no abnormalities were noted. A follow-up report will be submitted when additional information becomes available.